Manufacturer narrative:
Additional information was added to b3, b5, d1, d2a, d2b, d4 (model, catalogue, lot, expiration date, UDI), h4, h6, h11. B3: these are ongoing issues occurring daily from december 05, 2024. Updated information for b5: it was reported that an unspecified quantity of small volume intermates (previously reported as an unspecified elastomeric pump) were leaking. The device contained ceftriaxone 4000mg in sodium chloride 0.9% (nacl) (previously reported as 'the device contained ceftriaxone'). H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the product code (01) and lot number (10) are unknown; therefore, the UDI is not available. E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified specialty therapy pump leaked from the unspecified location. The device contained ceftriaxone. The balloon was noticeably smaller than it should have been. This was observed when opening the plastic bag containing the pump. There was no report of patient injury or medical intervention associated with this event. No additional information is available.